Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Blood glucose was not impacted. During a follow-up call, the customer reported that the issue was resolved; details were not provided.